Manufacturer narrative:
Insulin pump passed displacement test and rewind test. No anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 529 mg/dl. Customer reported that the insulin pump not rewinding, also old insulin pump on file but does not had current active insulin pump. Customer was advise of online support and unable to complete troubleshooting. The insulin pump will not be returned for analysis.